Event description:
On (B)(6) 2012, the reporter contacted animas to report an intermittent power issue with the pump. The reporter stated she did not notice any visible damage on the pump. There was no reported patient impact associated with this complaint. There is no indication that the pump caused or contributed to an adverse event. Based on the provided information, this complaint is being reported because the intermittent power issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.